Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that insulin was squirting out during manual prime process. During troubleshooting, customer reported of rewinding insulin pump with reservoir in it. Customer reported that tubing connector and reservoir cap were dry. Customer reported that numbers never appeared on screen after letting go of act button and drive support cap appeared normal. Customer also reported that insulin pump went blank and began to count up. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test and occlusion test. The insulin pump was unable to prime during prime test due to loose drive support disk. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and missing end cap sticker.